Event description:
It was reported that upon firing on calcified gastric vessels the stapler locked, the knife blade seemed to have ¿¿come off the tracks¿¿ and the firing trigger became non-responsive. Thus leaving the device unable to open and stuck on gastric vessels. Another stapler was opened and fired to release the locked out stapler. Surgery delayed unknown how long, procedure completed successfully. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance/ manufacturing irregularities] were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/2/2022. D4: batch # 530a88. Additional information was requested, and the following was received: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Fortunately there was no patient consequence or change in post op care. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with an unknown trocar inserted in the shaft, the joint cover damaged, slightly loose handle shroud seam, the knife advanced, the closing trigger and anvil in closed position, the firing trigger in open position, the anvil bent upwards and the anvil knife slot was noted to be damaged. In addition, a gst60w reload loaded in the device. The reload was received fully fired. The knife has pulled through the anvil and has exited the anvil t-slot. The device will not open due to the current condition. Knife is missing the left I-beam wing (broke off and remains in anvil t-slot), the right wing is intact. The event reported was confirmed and it is related to improper use of the device. The damaged on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The damage to the knife is consistent with the device being clamped over an excess of tissue, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.